Event description:
It was reported that the procedure was to treat the mid segment (>30 mm long) in the left anterior descending artery (lad). Pre-dilatation was performed with a 2.5 x 20 mm non-compliant (nc) balloon, first distally and then proximally within lesion, reducing the stenosis to less than 40%. The 2.5 x 28 mm implant was deployed distally and then the 3.0 x 12 mm implant was deployed proximally, overlapping the first implant. Post-dilatation was done with a 2.5 x 20 mm nc balloon (16 atmospheres) in the distal 2.5 x 28 implant, at which time the vessel wall in the middle of that scaffold perforated. There was increasing cardiac tamponade therefore a 2.8 x 16 mm graftmaster stent was deployed with some improvement. Then there was an increase of tamponade with decreased blood pressure. The patient went into cardiogenic shock and was transferred for surgery to seal the vessel and drain the tamponade. The patient is in the hospital with improving condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of hypotension, cardiogenic shock and cardiac tamponade, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure.